Event description:
The customer called to report that the suspect device gave a blood glucose value of 753 mg/dl. The same result was also stored in the suspect device memory. The customer was also using expired test strips.